Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the keypad was found to be peeling around the contrast button. The up arrow and down arrow keypad buttons had an intermittent response, while the ok and contrast keypad buttons responded properly. The pump keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the pump display screen had a dim pink contrast. When replaced with a test screen, the display functioned properly.